Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by a healthcare worker that a bd insyte¿ autoguard¿ shielded IV catheter "burst" in a patient's vein. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported by a healthcare worker that a bd insyte¿ autoguard¿ shielded IV catheter "burst" in a patient's vein. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other, device single use?: no, device returned to manufacture: yes. Investigation summary: device/batch history record review: the lot number was built on afa line 4, from march 8, 2017 through march 14, 2017 and packaged on line 11, from march 14, 2017 through march 15, 2017. The review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set up and in-process samples included (but not limited to); damaged tubing and component damage were performed on various stages throughout the process, all the inspections passed per specifications. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: received a total of (B)(4) insyte autoguard 24ga units, the units were received within dispensers and inside a box. All units were receive sealed and their components were intact. Visual/microscopic examination: no holes or cuts were observed on the catheter tubings. No damage was observed to the flare-swage assemblies. No damage was observed on the adapters. Water- leak test: using a lab supplied male slip luer test fitting connected to the end of the adapters, the water/air leak test was performed. No leakage was observed on any of the areas of the units received. Conclusions: no physical-mechanical damage was observed on any of the components of the units received. No leakage was observed during the leak test. There was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident. A root cause could not be identified. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.